Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were unknown. The reason for use was not reported. It was reported that the patient presented with what staff called ¿potential overdose symptoms¿ including being unresponsive in (B)(6) 2019. Symptoms may have been related to a two step bolus and patient poor health at same time. Environmental/external/patient factors that may have led or contributed to the issue included poor patient health. It was unknown what troubleshooting and interventions were performed. No surgical intervention occurred or was planned. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.